Event description:
It was reported that, "the pt underwent right hip replacement surgery in early 2007" it was further reported that, "in 2008, the pt began to experience pain, aching, and soreness in her hip, and also led to the emission of loud noises when the pt walked or other wise moved her legs and hips."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If additional info becomes available, it will be submitted in a supplemental report.